Event description:
The plastic locking slide broke with a small piece breaking off that was retrieved.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirms the reported event. A search of the complaints database for the product code did identify similar complaints received previously. Previous investigations have now been assigned for further investigation by the CAPA review board. Further information shall be available through reference to dr-000714. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.